Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had minor scratched display window, cracked lcd window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 134 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.